Manufacturer narrative:
Visual inspection has confirmed the reported event. The device has fractured near the threads of the screw. Scratches also appeared along the body and hex of the device. The review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Event description:
The dentist reported, the implant screw fractured in the implant at site # 13. The fractured threaded portion of screw is still in the implant.